Event description:
Boston scientific received information that this subcutaneous implantable cardioverter defibrillator (s-ICD) was explanted following a shorter than expected elective replacement indicator (eri) to end of life (eol), replacement period. While no adverse patient effects were reported the replacement procedure was required sooner than expected per product labeling. Boston scientific's engineers reviewed device data and history, confirming a depletion rate higher than expected. Another boston scientific device was successfully implanted and the explanted unit is intended to be returned for a longevity analysis.

Manufacturer narrative:
Following return and completion of laboratory analysis, this event will be further updated.